Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat an unspecified coronary artery, when advancing a 3.5x12 nc trek rx dilatation catheter through the guiding catheter there was a slight angle on it and the hypotube separated into two pieces outside of the patient anatomy. Reportedly, there was no resistance during advancement or withdrawal of the dilatation catheter. Additionally, no resistance was felt when the device was removed from the dispenser hoop prior to use. The separated portion of the nc trek dilatation catheter was simply withdrawn and a new same size nc trek rx was used successfully for the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.